Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4)

Event description:
On (B)(6) 2010, this patient was implanted with three gore tag thoracic endoprostheses (tgt3420/8323554, tgt3115/8180806, and tgt2610/7998925) to treat a thoracic aortic aneurysm. During the procedure, a left axillary artery to right axillary artery bypass was performed. The final angiography showed a type ii endoleak was identified. In addition, stroke and paraparesis were diagnosed. After the procedure, on the same day, the type ii endoleak was treated with coil embolization. Medications for the stroke and spinal drainage for the paraparesis were also performed. On (B)(6) 2010, imaging confirmed the type ii endoleak was resolved. Medications for the stroke and rehabilitation for the paraparesis were continued. On (B)(6) 2011, the patient was discharged. Subsequent follow-up examinations revealed that the stroke and paraparesis persisted. The physician elected to monitor the patient.